Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that the tube extension was broken and missing a piece at the proximal clevis interface. The clevis was dislodged from the tube extension. Engineering concluded that the tube extension likely broke due to excessive side loading or other mishandling. Engineering also found several deep scratch marks on the distal end of the main tube exhibiting light material removal and a rough surface finish. Engineering concluded that damage was likely due to mishandling. The instrument passed electrical continuity testing. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however, the damage to the instrument's main tube, which was found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci s myomectomy procedure the orange sleeve of the monopolar curved scissors (mcs) instrument was noted to be cracked. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.